Manufacturer narrative:
Additional information from medical review of the computed tomography confirmed that the patient had a proximal endoleak and a type ii from operative note.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. Patient came in emergently with abdominal pain and computed tomography (CT) revealed a type 3a endoleak with sac growth. The physician elected to implant an infrarenal aortic extension as well as a competitor device to seal the endoleak. The patient is in stable condition.